Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements that had steadily increased, remaining within normal range. Subtle noise was observed that was not being oversensed, along with high threshold measurements. It was noted that the automatic threshold trend had previously been programmed off, the output was now 2 to 1. Technical services (ts) discussed checking the impedance and threshold in unipolar at the next patient check and to consider split lead configuration. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was brought in for a rv lead revision for the previously mentioned issues. This rv lead was partially explanted with a portion remaining implanted. The rv lead had fractured and was difficult to extract. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.